Event description:
It was reorted that during a ptca procedure, the catheter shaft broke while advancing over the wire. The device was removed without incident. No pt injuries or complications occurred.